Event description:
On (B)(6) 2013, the reporter claimed the animas insulin pump has a setting issue. According to the reporter, the pump is auto changing the insulin to carbohydrate (I:c) setting back to the old setting. The I:c ratio was changed to 1:15 3 months ago. Today, the pump reverted back to 1:25. The issue was not resolved with troubleshooting. There was no reported patient impact associated with this complaint. This complaint is being reported as a malfunction due to the setting issue.